Manufacturer narrative:
(B)(4). Date sent: 8/22/2023 d4: batch # 209c32 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that between the 5th and 6th clinical firings there was an inadvertent art button press while clamping. The user attempts to fire many times after that, then removes the bailout door. 16 seconds later the door is detected as having been reattached. 6 seconds after that the device logs a firing trigger actuation and the device then goes to complete a (continuous) firing. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 209c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. Additional information was requested, and the following was received. I have no further information. All that was and is known was stated in my initial call.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the rep in the room? If yes, can you please confirm that you saw the manual override lid disconnected at the time of firing? Was the manual override attempted? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass that while firing across the jejunostomy anastomosis the device was articulated surgeon attempted to fire the device but the device would not fire. Surgeon opened the manual override lid the device gave an activation sound then fired on its own. The device was in position and the staple line was intact and the staples were formed. Another device was not needed to complete the procedure. There were no adverse consequences for the patient.